Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via medwatch report that a patient with a 29mm aortic valve in aortic position underwent a valve in valve procedure after an unknown duration due to unknown reason. Tavr was completed with a 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as the model is unknown and no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.